Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6). The nurse confirmed the patient was having difficulty both manually and on the cycler due to the malfunctioning catheter. The nurse stated the patient was admitted for further medical intervention on the pd catheter ((B)(6)); as it may need surgical revision. The nurse stated that the patient is still in the hospital currently and no further information about the hospital course is available. It was confirmed the event is related to pd catheter malfunction and not caused by product and that the patient did not have any adverse effects due to (B)(6) products. The required information has been obtained no more follow-up is needed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).